Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: it was initially reported that the date of event is (B)(6) 2019. New information states that the date of event is (B)(6) 2002. The patient age at the time of event is 25 years old. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile 210cc saline breast prosthesis, catalog #3503210, lot #231322. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 210cc saline breast prosthesis that deflated after implantation. The patient reported that the implant in her right breast was slowly leaking. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 300cc gel breast prostheses on (B)(6) 2019. The explanted devices were discarded after surgery.